Event description:
The clinician was unable to obtain any behavioral response from the patient when the cochlear implant system was activated. An x-ray taken in 2007 showed the electrode array was not in the cochlea. The patient's device was explanted in 2008 and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.